Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that following a cataract extraction/intraocular lens (iol) implant procedure, the lens was exchanged due to the target refraction was not achieved. The postoperative patient ended up with a diopter of -3.25 necessitating the explantation post cataract surgery with iol implant. During the removal of the iol, the patient experienced a capsular tear. The extraction surgery was completed with another iol. Additional information has been requested.